Manufacturer narrative:
Additional information to b5, d4, and h3: update to product information and event description. Reservoir model- 72404161 lot sn- (B)(6). Mfg date- 06/26/2017. Exp date- 06/26/2022. Gtin- (B)(4). Pump model- 72404310, lot sn- (B)(6). Mfg date- 10/04/2018. Exp date- 10/03/2023 gtin- (B)(4).

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed. Should additional information be received a supplemental report will be submitted. It was further reported that the onset of the infection was 3 weeks ahead of this surgery and occurred at the closing site of the previous surgery. There was no interventional treatment and the patient got well after this removal.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed. Should additional information be received a supplemental report will be submitted. It was further reported that the onset of the infection was 3 weeks ahead of this surgery and occurred at the closing site of the previous surgery. There was no interventional treatment and the patient got well after this removal

Manufacturer narrative:
Infection was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The reservoir performed within specifications the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Correction to h2, h3, and h6: updated to include device analysis. Reservoir model- 72404161 lot sn- mfg date- 06/26/2017 exp date- 06/26/2022 gtin- (B)(4). Pump model- 72404310 lot sn- (B)(4) mfg date- 10/04/2018 exp date- 10/03/2023 gtin- (B)(4).

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed. Should additional information be received a supplemental report will be submitted.